Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, using a fast-fix, t2 with suture was fell off after t1 was deployed. Both of ts were removed by tweezers the procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information: health effect - impact code. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. T1/t2/suture were returned off the needle. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. A functional evaluation of the device showed that it cycled as intended. An evaluation of the customer provided image showed the needle end of the device. The t1/t2/suture are off the device and laying next to it. There is bio debris on the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.